Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. On (B)(6) 2025, the patient was injected subdermal with total of 1.5 ml of radiesse (+) into the temples (off label use of device). Batch number was reported as unknown. She was injected with 0.75 ml per temple. Radiesse (+) was hyperdiluted in 1:2 ratio (product preparation issue, off label use of device). On (B)(6) 2025, (reported as friday evening) after the radiesse (+) injection, the patient experienced a potential vascular occlusion (reported as vo). Patient presented with a patchy red area, limited to right temple. There were no complaints of pain, and capillary refill (reported as cap refill) was good. There was no report of blanching, immediate or delayed, and no other symptoms were reported. The provider said they were moving forward with treating as a potential vascular occlusion. Brisk capillary refill was noted in video sent by health care professional (reported as hcp). The outcome of the event was unknown.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). The reported patchy red area is considered to be a symptom of vascular occlusion and was therefore not coded. Off label use of device and product preparation issue were coded only for formal reasons. Injection into the temples is no approved indication for radiesse (+) in us. Dilution of radiesse (+) for injection into the temples is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Information in this case is sparse, pending a confirmed diagnosis of a vascular occlusion. However, the reported event can occur after the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.